Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and technical support was contacted, but the cause of the noise was unable to be determined. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.